Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 50mg/dl at the time of the incident. The patient's current blood glucose was 165 mg/dl. She took a juice and she still had low blood glucose. The patient has treated with food. After 7 juices and 3 cookies and she even woke up at one point seeing white dots, she ended up fighting high in the night due to treatment for low. She was ok now her blood glucose was 165 this morning. The customer was advised to change the entire infusion set, but she is going to use the same reservoir she stated she will use new and enhanced sets. The customer declined troubleshooting for low blood glucose .the insulin pump will not be returned for analysis.